Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited decreased amplitude measurements, increased threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. A chest x-ray was taken and showed that the device had migrated in the pocket and pulled the slack out of the lead resulting in tightening of the suture sleeve around the lead. The lead insulation was noted to be damaged as a result. It was noted that the patient had fallen a couple of times. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted cuts in the lead insulation at 35 and 41 centimeters (cm) from the terminal pin. No other insulation issues were observed and the cuts found were felt to be consistent with induced damage at explant. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. The lead was electrically continuous, however, did not pass pressure testing due to the cuts in the insulation. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis was completed.